Manufacturer narrative:
Results and conclusions: (mi). (B)(4).

Event description:
During index procedure an endeavor sprint (rx) drug eluting stent was implanted in the cx to 1st lpl. Approximately 41 months post index procedure, the patient suffered an acute mi and revascularization was performed in unknown vessel. Investigator assessed that the event is not related to the study device, procedure or drug.